Manufacturer narrative:
(B)(4). Testing was not performed as part of this investigation. The products quality records were reviewed and no product deficiency was identified. Return material is not needed for this investigation; in-house data was used for this investigation. This is acceptable because the data provided reliable information to assess whether a product deficiency exists and whether the assay is performing as expected. This investigation determined that abbott htlv-I/htlv-ii eia is performing as intended and meeting its safety, effectiveness and label claims. The investigation team reviewed customer complaints to determine if others have experienced the issues encountered at the customer facility. The review of this data did not identify an increase in complaint activity for the issue the account observed. Although we cannot provide a specific reason why the account experienced this issue, the investigation team would like to refer you to the abbott htlv-1/htlv-ii eia package insert. The summary and explanation of test section states that initially reactive specimens are to be retested in duplicate using the original sample. Reactivity in either or both of these duplicate tests, is highly predictive of the presence of htlv-I and/or htlv-ii antibodies in individuals at increased risk for htlv infection. Additional, more specific tests, such as the western blot (wb) and the radioimmunoprecipitation assay (ripa), are supportive in determining if repeatedly reactive specimens are positive for antibodies to htlv. Additionally, the limitations of procedure section states that false-positive results can be expected with a test kit of this nature. The proportion of reactives that are falsely reactive will depend upon the sensitivity and specificity of the test kit and the prevalence of htlv-I and/or htlv-ii antibodies in the population being screened. This is a final report.

Event description:
The account generated a falsely reactive htlv-I/ii eia result on a specimen. The account was performing correlation testing between the current method htlv-I/ii eia and the new method prism htlv-I/htlv-ii. The account stated one specimen that tested htlv-I/ii eia reactive tested prism htlv-I/htlv-ii nonreactive. Additional testing was performed and was ifa positive but western blot negative. The abbott technical representative and the account discussed nonspecific binding causing the positive ifa result. No impact to patient management was reported.

Manufacturer narrative:
Results and conclusion cannot be determined until the investigation is complete. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.